Event description:
It was reported that during a laparoscopic cholecystectomy the clips from the clip applier were crossing and misfeeding. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: how did device misfeed? Did clips feed sideways? Did clips partially feed or not feed at all? Did multiple clips feed? Did clips slow feed?